Event description:
The customer reported that the "display is not proper". The display was flickering.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.